Event description:
It was reported that during a routine follow up this device had displayed that elective replacement indicator (eri) was triggered and premature battery depletion was alleged. This device was thus explanted and replaced. No adverse patient effects were reported. This device was expected to be returned.

Manufacturer narrative:
This device was expected to be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during a routine follow up this device had displayed that elective replacement indicator (eri) was triggered and premature battery depletion was alleged. This device was thus explanted and replaced. No adverse patient effects were reported. This device was expected to be returned.

Manufacturer narrative:
This report is being filed to correct the patient identifier.

Event description:
It was reported that during a routine follow up this device had displayed that elective replacement indicator (eri) was triggered and premature battery depletion was alleged. This device was thus explanted and replaced. No adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.